Manufacturer narrative:
A customer reported that they had recently moved from the roche cobas ampliprep / cobas taqman (cap/ctm) hbv v2.0 test to the abbott realtime system during parallel validation testing, they discovered that one patient sample had displayed result discrepancies with > 1 log titer differences between the two tests. The cap/ctm result was consistently lower than that generated with the abbott system for this sample. The investigation included sequencing analysis of two aliquots of the sample in question. The (B)(6) present in the samples was confirmed to be genotype e. Sequence obtained from the samples contains three mismatches to the downstream primer used in the cap/ctm hbv v2.0 test, with one of the mismatches located near the 3' end of the primer. The mismatches observed to the downstream primer are likely to affect the performance of the cap/ctm hbv v2.0 test and may lead to discrepant titers. As stated in the cap/ctm hbv v2.0 package insert procedural limitations section, "though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep/cobas taqman hbv test, v2.0 primers and/or probe may result in the under-quantitation of or failure to detect the virus." In the intended use section it states "the results from the cobas ampliprep/cobas taqman hbv test, v2.0 must interpreted within the context of all relevant clinical and laboratory findings." (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from the (B)(6) filed a complaint alleging that underquantitated results were generated with the cobas ampliprep/cobas taqman (cap/ctm) hbv v2.0 test. Specifically, the customer alleged an underquantitated result was generated during validation of the abbott system. The customer has recently moved from the roche system to the abbott system for their diagnostic testing. As part of the validation they have gone back and retested patient samples on the abbott system that were initially tested on the roche system. As part of a single kit in parallel testing they discovered quite a few discrepancies i.e. >1 log differences between the assays. The samples in question were all taken from the same patient at different time points. Sequencing was performed by the customer and generated a result of genotype e. The samples were all stored frozen between initial and repeat test.